Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly. Lead impedance via (B) (4) ranged from approximately 0-100 ohms. When measured manually in the clinic, lead impedance was around 400-600 ohms. The pulse generator has given several low impedance alerts, but manual measurements have consistently been acceptable. The physician would collect further data in unipolar pacing before making a decision about device replacement.